Manufacturer narrative:
The customer did not perform troubleshooting with customer support. The customer provided the following series of events when the incident occurred. The nightshift alerted the dayshift that there was an instrument error and the instrument would not operate. The customer found the waste container was not correctly seated and cuvettes had backed up around the rotor. The customer powered down the system, removed the loose cuvettes and reseated the waste container. The system was powered on, but would not initialize due to an instrument error. The instrument was powered off and moved away from the wall to check the fuses. At that point the customer saw the smoke coming from the f3 fuse holder. The customer indicated that the instrument is currently running within specification.

Event description:
While troubleshooting with customer support, the customer indicated there was black smoke that came out of the f3 fuse holder and the customer powered off the analyzer. The customer indicated there was just a puff of smoke, but it did not rise above the analyzer, and then it was gone. The customer could see no physical damage to the analyzer. No one was hurt and no one left the room due to the smoke. The field service representative (fsr) found an issue with the power module board. The fsr also found that the fuse was melted in the fuse holder. The board was replaced, which included the fuse holder. The system powered up, but was generating alarms. The fsr found the pressure membrane had a slit in it, so it was also replaced. The instrument ran within specifications. The customer performed qc, which were in range. On follow up, the customer indicated that everything is working fine now.

Manufacturer narrative:
A specific root cause could not be determined. Insufficient information was provided for further investigation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.